Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 10.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced cannula issues with ten infusion set. The cannulas were kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. Infusion sets were used for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.